Event description:
It was reported that the universal reciprocating saw attachment was noisy, loose and was not cutting the bone. It was reported that surgery time was extended by an unspecified amount of time. There was no patient harm reported and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.